Event description:
The user facility reported a 50 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during a purge cassette change, the threading of the side arm yellow luer connection broke. A purge bypass was performed, after cutting the purge sidearm off. There was no additional information provided. No patient harm was reported.

Manufacturer narrative:
The investigation into the yellow luer damage was completed. The device was not returned for evaluation. However, the clinical information was sufficient in determining the root cause, given previous investigations for the same failure. It was concluded that the cause of the purge sidearm damage was as a result of excessive force, as the staff used clamps to disconnect. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.